Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that customer was hospitalized on (B)(6) 2020 due to high blood glucose level. The blood glucose of the customer was 566 mg/dl at the time of the incident. Customer stated that insulin pump had no delivery alarm. Customer stated the insulin exited. The insulin pump will not be returned for analysis.